Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged aa33 alarm and e17 alarm. Drive support disk was inspected, and no anomaly was noted. Unit received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. Also, failing during a21 error test and resets time/date to factory default after battery change. No unexpected a17 alarm noted during testing. Pump history download using thds was successful. However, there is no data available on (B)(6) 2021 unable to perform data analysis for e/a17 alarm complaint. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. Pump was cut and open moisture damage found on the motor. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, stained serial label number. Unit received with aa33 alarm during the basic occlusion test due to faulty fsr (gold) and pump failed a21 test due to c13 voltage leak at interface board was confirmed. No unexpected a17 alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received a compromised force sensor system alarm and another insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.